Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming key pressed. The reporter noted that they were advised to run a finger across the keypad which they did but the alarm continued. They were then advised to press stop/start in attempts to silence the alarm and the alarm cleared. They stated they did not press anything and that the pump returned to running. They explained what could have caused the alarm and reassured the pump was running and error had resolved. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.